Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the pt is transplant candidate. While in the cath lab, the md inserted the super arrow-flex (saf) sheath into the pt's right femoral artery. The intra-aortic balloon (iab) was inserted into the saf sheath and could only be advanced 2/3's of the way through the saf sheath when the membrane began to "wrap up" (bulge). The md decided to remove the iab and saf sheath. Another iab was retrieved. Add'l info received on 12/29/2010, from the sales rep stated that it is unk if the md removed the spring wire guide with the saf sheath and iab. Reference MDR #1219856-2010-00006 for the second event involving the same pt.